Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the stent failed to cross the lesion and it was noted that the shaft broke before even entering the patient's body. The event did not cause adverse event but it delayed the treatment.